Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unable to be powered on at initial use of the pump. Customer's blood glucose (bg) level was not impacted. Reportedly, the customer had not yet connected to the pump for insulin therapy. Reportedly, the customer had manual injections for continued insulin therapy.